Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call critical pump error when sleeping. The customer¿s blood glucose was 166 mg/dl. The customer stated that there is a huge crack on the backside of the pump and with that, she says she has showered with the pump just yesterday. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify critical pump error alarm due to blank display. Also, it was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. No damage to the serial number or end cap address label noted during visual inspection. No package or labeling anomaly noted. The pump was received with scratched case, cracked case behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.